Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation'), fallopian tube perforation ('perforation (fallopian tube(s), migration of essure'), uterine perforation ('uterine perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine infection ('uterine infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2018-pathlogical report: fallopian tube with essure coil, left, salpingectomy with coil removal: fallopian tubes with no pathologic alteration, complete cross-sections examined. Fallopian tube with essure coil, right, salpingectomy with coil removal: fallopian tubes with no pathologic alteration, complete cross-sections examined. Essure coil identified (as grossly described). Soft tissue, peritoneal implants, biopsy: fibrous connective adipose tissue with fat necrosis. Foreign pigment with associated foreign body giant cell reaction and dystrophic calcification. Negative for endometriosis and malignancy. Concurrent conditions included dysmenorrhea, fat necrosis and dystrophic calcification. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), candida infection ("candida infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("joint pain"), alopecia ("hair loss"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the bladder perforation, fallopian tube perforation, uterine perforation, pelvic inflammatory disease, menorrhagia, uterine infection, vaginal haemorrhage, urinary tract infection, fungal infection, candida infection, dyspareunia, arthralgia, weight increased, alopecia, pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder perforation, candida infection, dyspareunia, fallopian tube perforation, fungal infection, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs+mr received- new events abnormal bleeding (menorrhagia), urinary tract infection, yeast infection, candida infection, pelvic inflammatory disease, uterine infection, perforation (fallopian tube(s), dyspareunia (painful sexual intercourse), pain, weight gain, uterine perforation, bladder perforation, hair loss, abdominal pain, back pain, joint pain were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.